Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use. Physical analysis was not performed.

Event description:
Bone quality at the time of implant failure was type ii. Primary stability was achieved. 1-5 years after restoration. Mobility was reported. Patient is a smoker.